Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the fracture occurred proximal to the depuy total knee implants and were unrelated to the original fracture. The affected side involved in this event was the right side. Surgery time was not extended.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot ; a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a removal surgery that involves an unknown synthes va distal femur plate due to of total knee infection. The plate is going to be removed, however, portions of the total knee will be exchanged or removed. On (B)(6) 2021, this plate was inserted because of a previous non-union of a stryker retrograde nail. The plate and wires were not removed. But the total knee patella was removed and the poly exchanged. It appears that the total knee is a depuy sigma. The surgeon also indicated that this infection happened shortly after the patient received a covid booster vaccine; although he did not indicate the manufacture of the covid booster vaccine. The procedure outcome was unknown. There was a patient consequence. This complaint involves an unknown number of devices. Doi: unknown, dor: (B)(6) 2021, unknown knee side.